Event description:
A surgeon reported a patient experiencing visual acuity decrease four years following bilateral intraocular lens (iol) implant surgery. The surgeon also reported observing foreign matter in the iol body ("like thin golden powder"). Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 07/31/2009.